Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician was treating a highly calcified middle lad (left anterior descending) artery lesion with a 2.75x28mm taxus liberte' drug eluting stent (des). The stent was unable to cross the lesion and after removal of the stent delivery system (sds), the stent was reported to have proximal stent damage. The physician then completed the procedure with a 2.75x16mm taxus liberte' des, which was reported to be successfully deployed in the lesion. There were no reported patient injuries or complications. The patient's condition was reported as "fine".